Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. Radiographic review of x-rays provided did not identify any signs of loosening, wear, radiolucency, malalignment or any other abnormalities. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left knee revision approximately twenty-eight (28) months post-implantation due to instability. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: persona femur cemented (cr) standard left size 7, catalog#: 42502606201, lot#: 65076273; tibia cemented 5 degree stemmed left size f, catalog#: 42532007501, lot#: 65284898. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.